Event description:
During procedure it was noted that the locking pins from the stryker femoral impactor "backed out". The surgeon was notified. Item was sequestered and placed in soaking bin, then sent to decontamination, photographed and sent to materials management. This is a product the device representative brings in.